Event description:
During a ptca procedure of the rca, the wire fractured in the patient. Attempts to snare were unsuccessful. The physician elected to secure the wire fragment in place with a stent. Patient status is listed as "okay".